Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. The batteries were replaced but the analyzer would not activate. The analyzer was returned to abbott point of care and on (B)(6) 2011 during failure analysis component c26 (capacitor) was found burnt. This component has been identified as the root cause for I-stat analyzers having potential to become uncomfortably hot to touch. The investigation related to product action (B)(4) determined that the batteries can become overheated due to the component failure within the analyzer circuitry. Based on the info available at this time, there are no injuries associated with this event.